Event description:
Per attending md:the catheter needle combination was inserted into the patient. After returning serous fluid, the catheter was first advanced over the needle; the needle was then withdrawn. There was no return of fluid after connecting the catheter to the suction tubing and bottle, so the catheter was withdrawn. Only the proximal portion of the catheter came out, leaving the distal portion in the patient. The catheter was broken cleanly at the junction between the white portion and the blue external reinforcement.